Event description:
The reporter contacted animas on (B)(6) 2012 alleging elevated blood glucose (bg) in the 300-400 mg/dl range for the past week with associated symptoms of nausea, vomiting, headache, thirst and frequent urination. The patient stated that she successfully treated the high bg with boluses via the pump as well as via syringe. The patient stated that due to the nausea and vomiting she experienced over the past week, her food intake had been diminished. During troubleshooting it was revealed that the patient does not always changed the tubing with each infusion set change. The bolus history revealed there were times where it showed a period of 10 days between normal prime volumes indicating the tubing had not been changed during that time. The patient confirmed that the cartridges and infusion sets are changed per instructions for use (IFU), but not the tubing. The patient further advised that she does not complete the fill cannula step with set changes. During troubleshooting, the histories showed that all of the pump totals correctly reflected the patient's settings. There were no unusual alarms or warnings in the history. This complaint is being reported because the patient experienced elevated bg as a result of improper technique, as the patient was not changing out the tubing with each set change as per the IFU nor completing the fill cannula function with set changes.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.